Event description:
It was reported to philips that the system was automatically shutting down, preventing the live image from displaying on the flexvision monitor. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that system shutting down. After reviewing the log file, fse found that suit pc signal lost. To resolve the problem, fse ran diagnostic tool and reinstalled the software from scratch. After reinstalled the software, the system returned to use in good working order. The codes were updated based on the investigation outcome.